Manufacturer narrative:
Concomitant medical products: 5071-35 lead, implanted: (B)(6) 2018, etlw1624c124e stent graft, implanted: (B)(6) 2018, esbf2514c103e stent graft, implanted: (B)(6) 2018, etlw1620c156e stent graft, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had loc (loss of capture) and longer than lower rate pacing. It was noted that the patient had syncope during the time of the odd pacing behavior. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos). The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.